Manufacturer narrative:
Initial.

Event description:
It was reported that the user experienced a low blood glucose event with a lowest cgm value of 66 for about 10 minutes after announcing a meal that was larger than actually consumed while using a dexcom g7, and she treated with oral glucose in the form of apple juice; the event was attributed to an incorrect procedure related to meal announcements and involved the user interface. Symptoms included hypoglycemia. Outcomes included the need for medication in the form of oral glucose. Investigation included communication with the user and analysis of information provided. Investigation of this case revealed no device problem, a usage problem related to announcing incorrect meal size, and an improper or incorrect method, with relevance to the user interface. It was concluded, based on previously established findings for similar reports, that the cause was failure to follow instructions and an unintended use error that caused or contributed to the event.